Event description:
It was reported by service report that the bed has electrical problems due to a cleaning agent that was sprayed on the electrical connectors for the footboard. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result/conclusion: a cleaning solution was sprayed directly on the electrical connectors of the footboard causing damage to the electrical components of the bed.